Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
After further review of additional information received the sections have been updated complaint conclusion: as reported, during the preparation of a 6f 100cm extra back-up (xb) 3 vista brite tip guiding catheter, the distal tip was found separated. An unknown guiding catheter was used as a replacement along with a non-cordis balloon catheter to complete the procedure. There were no reported injuries to the patient or signs of infectious disease. This was during a procedure in which angiography revealed an 80% stenosis a left anterior descending (lad) coronary branch which required percutaneous coronary intervention (pci) treatment. The device was stored and prepped per the instructions for use (IFU) and the operator was trained. One 6f .070 xb 3 100cm was received for analysis. Per visual analysis, the device was delivered in a plastic bag where 5 kinks were observed along the body of the device however, the separated brite tip malfunction was not observed. Inner diameter (ID) and outer diameter (od) measurements were taken near the damages and were found within specification. The reported ¿brite tip/distal tip - separated¿ was not confirmed because this condition was not observed. Shipping/handling factors may have contributed to the reported event. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿do not use open or damaged packages. Inspect the guiding catheter before use to verify that its size, shape and condition are suitable for the specific procedure.¿ based on the available information, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during the preparation of a 6f 100cm extra back-up (xb) 3 vista brite tip guiding catheter, the distal tip was found separated. An unknown guiding catheter was used as a replacement along with a non-cordis balloon catheter to complete the procedure. There were no reported injuries to the patient or signs of infectious disease. This was during a procedure in which angiography revealed an 80% stenosis a left anterior descending (lad) coronary branch which required percutaneous coronary intervention (pci) treatment. The device was stored and prepped per the instructions for use (IFU) and the operator was trained. The device will be returned for evaluation.